Event description:
A data entry error was reported. When performing a bridge bolus, the patient's healthcare provider indicated that they had mistakenly entered the drug concentration value (ug/ml) rather than the 'old drug desired dose' (ul/day). The bolus duration was found to be 231 hours, and the issue was noted to be resolved. The medications used within the system were dilaudid, bupivacaine, and clonidine. No additional information was available at the time of this submission.

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).